Manufacturer narrative:
The customer reported that the hard drive crashed on this cns (central monitoring system) and the device will not boot up. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the hard drive crashed on this cns (central monitoring system) and the device will not boot up.

Manufacturer narrative:
The device related to this complaint was returned and evaluated. The customer complaint was confirmed and the cause of the malfunction was identified. Replaced the hard drive to resolve the issue. The repaired device was returned to the customer.